Event description:
Event description cpi received information that a review of the ECG strip of this implantable cardioverter defibrillator (ICD) revealed an occasional pause between paced beats. The patient was asymptomatic and all lead measurments were normal and unchanged. The observed pacing pauses were unable to be reproduced and it was also noted that the patient has an occasional late premature ventricular contraction (pvc) which occurs at almost the same rate as the paced beats. It was also noted that there was some concern over the fact that the exact same impedance measurment was observed several times during testing; however, the measurment had not significantly changed since the previous follow up visit.